Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 275mg/dl. A normal result for her for that time of day is around 120mg/dl. Caller stated that the end-user took 24 units of insulin. Caller said that the end-user was found a short time later (unsure of time frame) and she was shaking and becoming unresponsive, so paramedics were called. Caller stated that one more blood glucose test was performed with the prodigy meter and the result was 386mg/dl caller stated that while waiting for paramedics the end-user consumed coffee and no other food or medication other than the insulin taken after her 1st blood glucose test with her prodigy meter. Paramedics arrived in approximately 10minutes, paramedics tested the end-users blood glucose with their meter and received a result of 40mg/dl. Paramedics gave the end-user glucose through an IV. The end-user was not transported to the hospital nor did she go on her own. The paramedics checked the end-users blood glucose with their meter prior to leaving and received a result of 122mg/dl. The end-user takes basaglar based on the following sliding scale: 90-130mg/dl take 12 units, 130mg/dl and above take 34 units. No additional information was provided.